Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with the covidien enteral feeding pump power adapter. The customer reports a burning smell came from the adapter(s).

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of burning smell. The unit was triaged and the customer¿s reported condition was confirmed. The potential root causes are excessive damage due to customer misuse and a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.